Manufacturer narrative:
Omit: other occupation, c20 - no findings available, d15 - cause not established. Correction: initial reporter occupation. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported dose change during a vasopressin infusion was confirmed during log review and is being attributed due to use error. The facility reported an intended dose of 0.03units/min (equivalent to a rate of 9ml/h); however, the log review confirmed the user modified the rate to 18ml/h and allowed to infuse for twenty-two (22) minutes. Laboratory testing and inspection of the suspect devices could not be performed since the incident devices were not received for this investigation. The event date was reported to have occurred on 24 november at 3:04 am. The facility provided event and error logs of the suspect and concomitant devices, and also the data set named ¿provlnteropl 1.18.25¿. A review of the pump module and pcu error log showed no records related to the reported issue of the suspect pump module. A review of the pcu event log, on 23 november 2025 at 3:51 pm, and infusion of vasopressin was recorded with the following parameters: drug amount of 20unit, diluent volume of 100ml, dose of 0.03unit/min, concentration of 0.2unit/ml, rate of 9ml, volume to be infused (vtbi) of 5ml. The suspect device was programmed in the ¿adult¿ profile via remote IV. On 24 november 2025, at 2:38 am, the user updated the vtbi to 10ml/h, with a primary volume to be infused (pvi) recorded of 1460.88ml. At 3:04 am, the user updated the rate to 18ml/h, then the dose was automatically updated to 0.06unit/min with a pvi recorded of 1464.76ml. At 3:25 am, the infusion was completed on schedule and transitioned to keep vein open (kvo) with a pvi recorded of 1470.97ml. Subsequently, the user updated the vtbi twice first to 8ml and then to 9ml, with a pvi recorded of 1471.07ml. At 3:26 am, the user updated the dose to 0.03unit/min, then the rate was automatically updated to 9ml/h, with a primary volume to be infused (pvi) recorded of 1471.4ml at 4:06 am, an infusion of vasopressin was programmed via remote IV, with the following parameters: drug amount of 20unit, diluent volume of 100ml, dose of 0.03unit/min, concentration of 0.2unit/ml, rate of 9ml_ and vtbi of 100ml with a pvi recorded of 1477.36ml. At 6:43 am, the user pressed channel off, with a pvi recorded of 1500.79ml. The alaris¿ system user manual (v12.3.2), notes that proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. Discard infusion set if packaging is not intact, or protector caps are unattached. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported dose change during a vasopressin infusion is being attributed due to use error. The facility reported an intended dose of 0.03units/min (equivalent to a rate of 9ml/h); however, the log review confirmed the user modified the rate to 18ml/h and allowed to infuse for twenty-two (22) minutes. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the ordered frate for vasopressin was 0.03 units/min however the pump was infusing at 0.06 units/min. This was quickly noticed by the care team and rate was changed back to 0.03 units/min. A preliminary review of the logs by bd interoperability consultants noted that the clinician manually updated the pump to infuse at 0.06 units/min. Review there was patient involvement and no harm. The customer is requesting a log review to confirm programming of the device and the rates programmed on the date 24nov2025 from 0304 to 0325.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the ordered frate for vasopressin was 0.03 units/min however the pump was infusing at (B)(4) units/min. This was quickly noticed by the care team and rate was changed back to (B)(4) units/min. A preliminary review of the logs by bd interoperability consultants noted that the clinician manually updated the pump to infuse at 0.06 units/min. Review there was patient involvement and no harm. The customer is requesting a log review to confirm programming of the device and the rates programmed on the date 24nov2025 from 0304 to 0325.